Event description:
Covid test side effects; drive up test. This is my 6th test. Went easy, but since then I have had horrible nasal pain up into my left eye and an ongoing migraine. FDA safety report ID# (B)(4).